Event description:
During g3 surgery, although the surgeon tried to assemble the lag screw to the driver, the lag screw was not able to assemble with the straight driver. Therefore the surgeon used u-lag screw and completed the operation. Afterwards, when sales rep checked, it was able to assemble with the driver and lag screw normally.

Event description:
During g3 surgery, although the surgeon tried to assemble the lag screw to the driver, the lag screw was not able to assemble with the straight driver. Therefore the surgeon used u-lag screw and completed the operation. Afterwards, when sales rep checked, it was able to assemble with the driver and lag screw normally.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. No concomitant products were reported. An investigation and a review of the DHR were not possible; therefore the root cause could not be determined. The event description reports that the sales rep tested both products successfully. It could be assumed that both products were fully functional. Therefore it is most likely that the products were used mistakenly due to missing training. The IFU and operative techniques include the correct handling in detail. A more precise evaluation is not possible due to missing information. No discrepancies were detected during risk analysis review.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.